Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the bearings of the attachment device fell out, and were not retained. It was reported that there was no delay to a scheduled procedure as an identical spare device was available for use. It was reported that there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the bearings had fallen out was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a loose component as the screw for the bearing stack was slightly loose but the bearings were still present. It was determined that this issue was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.